Event description:
It was reported that the universal oscillating saw attachment pins are no longer in the proper position. It was unk when they became dislodged. Additional clinical f/u indicated there was no report of surgical delay or pt injury associated with the event.

Manufacturer narrative:
The device was manufactured 04/03/2012 and returned to the MFR for eval. A visual inspection of the device observed that three of the eight pins were no longer attached to the mounted drive shaft. The locking mechanism fully opened and closed the locking cap. Eval of the attachment determined that it operated when attached to a handpiece and no blade was attached.